Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not functioning properly. This was first noticed one week prior to report and down button continued to respond intermittently. Down button popped up after it was pressed. Infusion device was not dropped or exposed to water. Patient has worn this infusion device since (B)(6) 2007 and boluses 5 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.